Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 180 units of insulin. Customer¿s blood glucose was 96 mg/dl. Reportedly, the customer had insulin pens available as alternate insulin therapy.